Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered is per the customer report of "end of (B)(6)". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay issue with a replacement adc device. The customer initially reported that the sensor prematurely detached and a replacement sensor was ordered. The customer reported that due to the delivery delay, they were unable to monitor glucose and consequently, experienced numbness of the tongue, dizziness, and tremors. The customer had contact with a healthcare professional who administered an unspecified injection for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.